Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-06515) was submitted on 17-apr-2025. However, based on the reassessment of the complaint done on 06-feb-2026, it was determined that the serious injury was not related to the infusion set and there is no allegation against unomedical products (infusion set). The event was due to pump issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient was hospitalized due to insulin flow blockage event on (B)(6) 2025. Patient also went to intensive care unit (ICU). Patient had high blood glucose levels of 413 mg/dl and was treated via intravenous fluids of saline and insulin. Patient had high ketones and healthcare professional identified them as dangerous/life threatening.infusion set was in use for less than a day. Patient was released from hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.